Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Before a procedure, there was an issue with exporting a patient folder from the laptop to a usb. Multiple usbs were tried. Eventually, the fix was to go on the maintenance side of the laptop and manually export the patient folder to a usb. The patient folder in question was previously exported the night before, roughly 12 hours prior to attempting to export when the issues were found.

Event description:
Before a procedure, there was an issue with exporting a patient folder from the laptop to a usb. Multiple usbs were tried. Eventually, the fix was to go on the maintenance side of the laptop and manually export the patient folder to a usb. The patient folder in question was previously exported the night before, roughly 12 hours prior to attempting to export when the issues were found.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. This software anomaly will be addressed through our design issues management process.

Event description:
Before a procedure, there was an issue with exporting a patient folder from the laptop to a usb. Multiple usbs were tried. Eventually, the fix was to go on the maintenance side of the laptop and manually export the patient folder to a usb. The patient folder in question was previously exported the night before, roughly 12 hours prior to attempting to export when the issues were found.

Manufacturer narrative:
The UDI was incorrect. Correct UDI: (B)(4). H10 additional narratives/data : UDI was corrected.